Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01018. This report is being submitted as additional information. Event date correction. Approximate age of device - 2 days. Manufacturer's investigation conclusion: low flow alarms were confirmed in the evaluation of the returned log files; however, the report of a malpositioned inflow cannula and correlations between the evaluation of the device and the reported bandemia, hepatic dysfunction, renal failure, bleeding, and the patient's expiration due to cardiogenic shock with right heart failure cannot be conclusively determined. The two system controller log files captured continuous low flow hazards where the calculated average flow was captured at 2.4 lpm or lower. A specific cause for the low flow events cannot be conclusively determined. The device was returned assembled with the pump cable cut approximately 15¿ from the bend relief and the severed portion of the cable was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the inflow cannula, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Heartmate 3 lvas IFU lists right heart failure, hepatic dysfunction, renal failure, infection, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The IFU notes that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multifactorial postoperative shock with hypotension requiring vasopressors. The patient experienced hepatic dysfunction, and acute renal failure the following day. Low flow alarms had been observed starting on (B)(6) 2018. Fluid boluses were given, and an intra-aortic balloon pump (iabp) was placed (B)(6) 2018. Transesophageal echocardiography (tee) performed (B)(6) 2018 showed the left ventricle under filling, and some right ventricular dysfunction. Bandemia and fevers were observed, and zosyn and vancomycin were used for treatment. Cultures were negative. The patient was taken to the operating room for lvad inflow cannula repositioning. The patient experienced bleeding of unknown origin intraoperatively. Postoperatively, a decision was made by the family to withdraw support and the patient expired (B)(6) 2018. The cause of death was reported as cardiogenic shock with right heart failure. No additional information was provided.